Event description:
An olympus endoscopy account manager reported on behalf of the customer regarding an out of box failure involving a video processor. He stated that every time he touches the keyboard, he loses the image on the video processor. There was no patient or user injury reported.

Manufacturer narrative:
The device was returned as an asset device. The evaluation unable to confirm the reported image problem. There was no problem found with the device. The exact cause of the reported phenomenon cannot be conclusively determined. The investigation is ongoing and if new information becomes available later, this report will be updated accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.